Event description:
Controlpanel all lit up. When nurses tried to lock up panel it did not work. In meantime bed started to go into chockposition. Nurses tried to pull hlr handle to get bed into flat position but it did not work. They also tried to pull electrical cord and reinsert but the bed went into full chockposition. Pt got difficulties breathing and nurses had to move this very ill patient to another bed with help of lift.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, (B)(4) on behalf of the MFR arjohuntleigh medical beds division. (B)(4). Add¿l info will be provided following the conclusion of the MFR¿s investigation.